Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that their third shift ran the creatinine sample ID (B)(6) on the atellica ch 930, noted the low result, and performed the repeat testing. Siemens performed troubleshooting by logging in to the analyzer. Siemens identified system errors and noted a sample arm abnormal aspiration at 3:03 a.m. The customer and siemens verified that sample ID (B)(6) ran at 5 a.m., and the quality control (qc) was in range on the day when the sample ran. Siemens dispatched a customer service engineer (cse) to the customer site. The cse observed the sampling error, replaced the dilution arm and sample probe, and performed the following troubleshooting: auto alignment, level sense reliability test, and an extended probe leak test on all arms. Diagnostic testing on dilution and sample arms. Replaced the dilution arm and sample probe. Performed alignments on sample and dilution arms and completed the auto check. The cse verified the qc test was in range, and the analyzer was functional. The instrument is performing according to specifications. No further evaluation of the device was required.

Event description:
The customer obtained one discordant falsely depressed creatinine_2 (crea_2) result on an atellica ch 930 analyzer. The discordant result was not reported to the physician(s). The customer used the same sample to perform repeat testing on an alternate atellica ch 930 analyzer. The customer noted the repeat result was higher and matched the patient history. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 result.